Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
While turning the robot on for a laser ablation surgery, the robot was making a beeping noise. They push down and release the emergency stop button and then power the robot down, turn the robot off, unplug the device, wait, and then turn the robot back on. After the robot was turned back on, the controller began to beep again and then the monitor would not turn on. The surgeon tried to press the pc reset button a few times and robot was still beeping, the screen still did not turn on, and the dvd drive opened and closed, meaning that the pc was on.

Event description:
While turning the robot on for a laser ablation surgery, the robot was making a beeping noise. They push down and release the emergency stop button and then power the robot down, turn the robot off, unplug the device, wait, and then turn the robot back on. After the robot was turned back on, the controller began to beep again and then the monitor would not turn on. The surgeon tried to press the pc reset button a few times and robot was still beeping, the screen still did not turn on, and the dvd drive opened and closed, meaning that the pc was on.

Manufacturer narrative:
The touchscreen was returned to manufacturing site on 04-apr-2018. Visual inspection of the returned part showed that no damage is visible on the touchscreen. A functional test was performed at manufacturing site: the touchscreen was plugged on a functional robot stand. The tested touchscreen did not switch on. The root cause of this event cannot be determined as the touchscreen is provided by a supplier and no rework is planned for this part. The touchscreen was replaced on 25-mar-2018. Corrected data: date of this report. Manufacturer. Additional device information. Device availability. Office contact - manufacturing site. Date received by manufacturer. If follow-up, what type. Device evaluated by manufacturer. Evaluation code. Remedial action.